Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, the atrial lead exhibited noise and high thresholds. It was noted that noise also occurred in (B)(6) 2015. The device was reprogrammed and the patient was fine. On (B)(6) 2015 the lead was capped and replaced. No patient symptoms were reported. No further information was available.